Event description:
It was reported the patient experienced a pneumoperitoneum coincident with automated peritoneal dialysis therapy. The pneumoperitoneum was manifested by abdominal pain. On the date of diagnosis, the patient was hospitalized for the event. It was reported that in the last week of the same month this report was received; the peritoneal dialysis catheter was removed, peritoneal dialysis therapy was stopped, and the patient was switched to hemodialysis. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient was hospitalized for the pneumoperitoneum. The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.